Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after a couple successful clips were applied, several would not lock, even though there was not a large amount of tissue in the jaws. One of the clips broke at the hinge during application on the cystic duct. This was a relatively small cystic duct. Once this happened another applier was used which worked without any issues. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample is for this complaint tc and (B)(4). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "broken clip" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. No clips were broken. The device was received with 10 clips remaining in the channel indicating that the end user fired 5 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that after a couple successful clips were applied, several would not lock, even though there was not a large amount of tissue in the jaws. One of the clips broke at the hinge during application on the cystic duct. This was a relatively small cystic duct. Once this happened another applier was used which worked without any issues. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73a1800742 was manufactured on 01/29/2018 a total of 291 pieces. Lot was released on (B)(6) 2018. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
It was reported that after a couple successful clips were applied, several would not lock, even though there was not a large amount of tissue in the jaws. One of the clips broke at the hinge during application on the cystic duct. This was a relatively small cystic duct. Once this happened another applier was used which worked without any issues. There was no patient injury.